Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that there was intermittent burning at the battery site. The patient has an appointment with their physician to follow up on (B)(6) 2018. The issue has not yet been resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2019-jan-08. It was reported that the patient met with their healthcare professional (hcp) on (B)(6) 2018. The patient experienced sharp pain between their implantable neurostimulator (ins) and spine that started in (B)(6) 2018. The sharp pain made the patient¿s left leg go numb that at one point in (B)(6) 2018, the patient would have fallen down the stairs if they hadn¿t held onto the railing. The cause of the sharp pain/numbness along with the burning sensation was undetermined, the next steps taken to resolve the issue were unknown and it was unknown if these issues resolved. Lastly, the patient noted that all in all, they were satisfied with the pain relief. There were no further complications reported or anticipated.